Event description:
It was reported a filter prematurely deployed in the patient which resulted in inappropriate placement. Another filter was successfully placed without patient complications. This device remains implanted. Therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date on this lot number. The company's follow up could not confirm if a pre-placement vena cavogram was performed prior to filter placement and it was indicated continual flushing of the carrier system during the implant procedure was not performed. The company believe's these factors may have contributed to this event. However, the company is unable to determine the exact cause for this event.